Event description:
It was reported by the rep that (1) tlc75 and (2) tcr75's were used in 2000 during an exploratory laparotomy procedure for gi bleeding with diverticulum. Three weeks later, the pt returned for a repair of an anastomotic leak using (1) tlc75 and (2) tcr75's. Two weeks following the repair, the pt again returned for a repair of an anastomotic leak using another tlc75. In total, the pt returned twice, following initial surgery with an anastomotic leak at the staple line.